Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis was unable to confirm the customer reported complaint of the jaws do not close anymore. There was no trouble found. The instrument was placed on an in-house da vinci system and driven and recognition and engagement passed. The instrument moved intuitively with full range of motion in all directions. The grip opened and closed properly. Functional performance did not find any issues. The instrument was installed on an instrument performance tester (ipt) for additional functional check and the instrument was fully functional. Failure analysis found the instrument's pitch cable to be frayed. The pitch down cable was frayed at the distal clevis hub. Frayed strands were observed to be sticking out at the wrist of the instrument. The other cables at the wrist of the instrument were undamaged. No other damage was found. The customer reported complaint does not in itself constitute a MDR reportable event; however, the frayed cable found during failure analysis if to recur could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci surgical procedure, it was observed that the jaws do not close anymore on the fenestrated bipolar forceps instrument. There was no report of fragments falling into a patient. There was no patient harm, adverse outcome or injury reported.